Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl or show a "high" reading on the cgm. The customer resolved the issue by changing the infusion set and cartridge and then resuming insulin. No further assistance was deemed necessary, and the case was closed.